Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported that the ventilator had an error code indicating alarm light emitting diode (led) failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power switch overlay. The customer replaced the power switch overlay to address the reported issue and the unit was returned to use.